Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis revealed that the helix of the lead was extrinsically compressed out of specification. It was also noted that the helix of the lead was extrinsically bent out of specification and that the visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead¿s tip was bent inside the sheath. When pulling the lead out to confirm the condition, the lead¿s helix was extended and also bent. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.